Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed about 10 years ago (the date was unknown) via tha with the head (p/n: 962711000), the stem (p/n: 961172000), the liner (p/n: 121887358) and the cup (p/n: 121780058, (B)(4) product). It was reported that on an unknown date, the dislocation of the head was occurred. The revision surgery was scheduled on (B)(6) 2020. The reason of the dislocation was unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.